Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited gradually increasing pacing impedance and thresholds over time. High thresholds prompted reprogramming. Prior to a device upgrade the interrogation report showed rv tip to ring impedance was low and rv tip to coil impedance was high. The pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The rv coils remain in use. No patient complications have been reported as a result of this event.